Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the laser etching had worn off (failed pre-test for visual assessment), and the tip was drilled and bent. It was determined that the worn etching was consistent with normal wear and the drilled/bent tip was due to excessive side load when using the device. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that two craniotome devices were hard to remove from the handpiece device. During in-house engineering evaluation, it was observed that the tip of one of the craniotome devices was drilled and bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.